Manufacturer narrative:
No device was returned to olympus for evaluation. The cause of the user's experience cannot be determined. If additional and significant information becomes available at a later time, this report will be supplemented.

Event description:
Olympus received a medwatch (report# (B)(4)), which stated that while the doctor was performing a turp and using the button turp loop, the loop broke while cauterizing the prostate. The ends of the loop curled up. The entire loop is still there, it just curled up at the ends. A new loop was obtained and the procedure continued with no harm to the patient.

Manufacturer narrative:
This supplemental report is being submitted to correct the medwatch report number in section b5 and update section g3 with the medwatch report number.

Event description:
Olympus received medwatch report #3302260000-2019-8007.